Event description:
Pt on gemstar pump to infuse tpn. Pt's mother states that pump is alarming after 15 hours & 15 mins that bag is empty. Bags are prepared and over fill (100ml) and pump programmed to infuse over 16 with taper down. Mom resets pump to infuse the taper for 45" and it infuses ok after that. New pump being sent and old pump picked up. Amount left over seems appropriate based on overfill.